Event description:
Procedure performed: laparoscopic appendicectomy. Event description: according to the nurse who mentioned the event to the [name], ama territory manager, the surgeon [name] was using the epix latis grasper to hold the bowel during an appendicectomy. The nurse provided the information on 18-sep-2024 at 3.30pm. The surgeon was using the graspers to hold bowel whilst performing an appendicectomy, when he released the grasper, the bowel was stuck to the pads. He then pulled the instrument away from the bowel which caused a perforation to the bowel. He had to repair the hole in the bowel and complete the procedure. The patient was discharged per protocol after their operation. They returned to hospital and was re-admitted on (B)(6) 2024. Had revision surgery on (B)(6) 2024 and underwent a small bowel resection. The territory manager advised that the incident was not reported until 12 days after the revision surgery. Type of intervention: he had to repair the hole in the bowel and complete the procedure. The patient was discharged per protocol after their operation. Had revision surgery on (B)(6) 2024 and underwent a small bowel resection. Patient status: reported as "all ok now".

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. Testing was performed on representative units. However, the complainant¿s experience of tissue trauma could not be replicated or confirmed as no device nonconformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the representative unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: according to the nurse who mentioned the event to the (B)(6), the surgeon (B)(6) was using the epix latis grasper to hold the bowel during an appendicectomy. The nurse provided the information on (B)(6)2024 at 3.30pm. The surgeon was using the graspers to hold bowel whilst performing an appendicectomy, when he released the grasper, the bowel was stuck to the pads. He then pulled the instrument away from the bowel which caused a perforation to the bowel. He had to repair the hole in the bowel and complete the procedure. The patient was discharged per protocol after their operation. They returned to hospital and was re-admitted on (B)(6)2024. Had revision surgery on (B)(6)2024 and underwent a small bowel resection. The territory manager advised that the incident was not reported until 12 days after the revision surgery. Additional information was received via email from (B)(6) on (B)(6)2024: as per the original report, the date of the event was (B)(6)2024. At this time, there are no further details than already supplied. The field rep is awaiting the hospital getting a full report from the surgeon. No lot numbers or exact product code (either c4130 or c4140) is available at this time as the product was disposed of on the day and nobody reported the incident until the field rep was given an in-service on (B)(6)2024 and it was mentioned by a nurse. The field approached the manager who knew nothing about the incident. It needs to be investigated by the hospital, and they have informed the field rep that they need to get a full report including product information and what happened from the surgeon and nurses before they have any more answers. As soon as the details are available, the field rep shall pass them urgently. Additional information was received via email from [(B)(6) on (B)(6)2024: the field rep asked the hospital a week or two ago and the nurse unit manager stated that the surgeon still had not completed a report to formally submit this as an issue. The field rep will contact the nurse unit manager on the same day and inform any findings. Additional information was received via email from (B)(6) on (B)(6)2024: a quick update. The field rep followed up the request with the nurse unit manager on (B)(6)2024 who has informed that the surgeon has completed a report which has been (passed on to the executives of the private hospital). The field rep was told that the information contained in the report would need to be requested from the general manager. On (B)(6)2024, the field rep emailed the (B)(6) to request a copy of the report for the purpose of the investigation. As yet, the field rep is still awaiting a response to that email. The field rep will update on any/all progress on this file. Type of intervention: he had to repair the hole in the bowel and complete the procedure. The patient was discharged per protocol after their operation. Had revision surgery on (B)(6)-2024 and underwent a small bowel resection. Patient status: reported as "all ok now".